Event description:
It was reported the patient experienced a loss of therapeutic effect as the medication was "not being delivered properly". The hcp suspected the pump may be leaking or the connector might not be completely connected to the pump. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.